Event description:
The patient reported his "damaged, fractured and defective" lead was replaced. Additional information provided by the health care professional indicated the rv pace/sense lead was replaced due to poor sensing, unacceptable thresholds and high impedances. The health care professional was able to re-use the pace/sense portion of the high voltage lead that had been previously capped. The health care professional also indicated the lv lead was programmed off due to dislodgement and unacceptable thresholds. The patient has since provided additional information indicating that after the implant of his system in 2005 he has had multiple ER visits, ongoing damages, and complications. The patient has reportedly experienced fainting, dizziness, a possible aneurysm or pulmonary embolism, light-headedness, seizures, and a toxic feeling. No further patient complications were reported by the health care professional.

Event description:
The patient reported his "damaged, fractured and defective" lead was replaced. Additional information provided by the hcp indicated the rv lead was replaced due to poor sensing, unacceptable thresholds and high impedances. The hcp was able to re-use the pace/sense portion of the high voltage lead that had been previously capped. The hcp also indicated the lv lead was programmed off due to dislodgement and unacceptable thresholds. The patient has since provided additional information indicating that after the implant of his system in 2005 he has had multiple ER visits, ongoing damages, and complications. The patient has reportedly experienced fainting, dizziness, a possible aneurysm or pulmonary embolism, light-headedness, seizures, and a toxic felling. The patient also reported lead fracture , inappropriate stimulations, lead fracture and device malfunctions. The atrial lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The patient further alleged that there were multiple fractures, device damage, negligence, abuse, and illegal surgeries. The leads were explanted and replaced, and the device was explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported his "damaged, fractured and defective" lead was replaced. Additional information provided by the hcp indicated the rv lead was replaced due to poor sensing, unacceptable thresholds and high impedances. The hcp was able to re-use the pace/sense portion of the high voltage lead that had been previously capped. The hcp also indicated the lv lead was programmed off due to dislodgement and unacceptable thresholds. The patient has since provided additional information indicating that after the implant of his system in 2005 he has had multiple ER visits, ongoing damages, and complications. The patient has reportedly experienced fainting, dizziness, a possible aneurysm or pulmonary embolism, light-headedness, seizures, and a toxic felling. The patient also reported lead fracture, inappropriate stimulations, lead fracture and device malfunctions. The atrial lead is still in use. No further patient complications were reported as a result of this event.